Event description:
Review of service data detect a reportable event. During servicing, belt sn (B)(4) failed the hi-pot and te recognition test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, there was poor solder connections at the pulse wires inside the distribution node. The cause for the test failures is the poor solder at the pulse wires. The root cause of the poor solder cannot be positively identified, but is likely an assembly error. No adverse event resulted from the poor solder. The last pt to use this belt did not report any deficiencies.